Event description:
The reporter stated the surgeon was loading a 13.2mm micl 13.2 implantable collamer lens and felt something was wrong with the lens, possibly defective. There was no patient contact

Manufacturer narrative:
Lens work order search. Results: visual inspection of the returned project found the lens stuck in a cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.